Event description:
Pt was found non-responsive at 0550 hrs on 10/3/93 by lab tech. Code blue called at 0550. CPR started at 0551. Defibrillator used at 0550, 0551 and 0555 hrs. Blood pressure, spontaneous response and spontaneous pulse were all 0 for all three defib attempts. Staff reported that all tests indicated normal defib operation, but the pt did not jump or arch in response to discharge. A second defib was used and pt did arch but was not revived. Code blue terminated at 0556 hrs, per dr. Pt expired, cause of death cardiopulmonary arrest. Defib was removed from service at once and was tested by bio-med on 10/4/93. Unit failed intermittently on 3 occasions during test. Co rep was contacted and unit removed from hosp on 10/4/93 for testing and service as required by MFR.